Event description:
It was reported by the customer "catheter rupture 9 cm from the exit-site. Catheter implanted in patient on 24/01/2024 for chemotherapy. Fixed to skin with subcutaneous anchoring device (securacath) and histoacrylate glue. On (B)(6) 2024, while flushing the catheter, the patient complained of discomfort in the axillary cavity and the area appeared to swell. When the catheter was removed, it ruptured about 9 cm from the flaps. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "catheter rupture 9 cm from the exit-site. Catheter implanted in patient on 24/01/2024 for chemotherapy. Fixed to skin with subcutaneous anchoring device (securacath) and histoacrylate glue. On 28/03/2024, while flushing the catheter, the patient complained of discomfort in the axillary cavity and the area appeared to swell. When the catheter was removed, it ruptured about 9 cm from the flaps. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9cm and 10cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.